Event description:
The reporter stated the technician tore an eyeonics lens during loading. There was no pt contact. It was the surgeon's opinion that the likely cause of the iol damage was due to the mtc-60c fp cartridge.

Manufacturer narrative:
Evaluation results: a cartridge lot number search was performed and no similar complaint was found. Conclusions (no conclusion can be drawn): based on the complaint history and the lot number search, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.